Event description:
Approximately two years, two months and one week post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. All the batteries were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events. Analysis of battery ((B)(4)) reveals that the battery passed visual inspection but failed to pass functional testing. Testing revealed that the battery exhibited a 5% max error, indicative of a unit that is out of calibration. This is considered an incidental finding and not related to the reported event. Analysis of battery ((B)(4)) revealed that the devices failed to meet specifications. The battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. Analysis of batteries ((B)(4)) revealed that the devices met specifications. These devices passed visual inspection and functional testing. However, log file analysis revealed that the devices were involved in power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause of the reported event is a combination of a battery with a faulty internal cell pair and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.